Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. The dr. Performed a lap chole on the patient, on monday (B)(6) 2014 and discharged her on tuesday the (B)(6) 2014. She then consulted again that evening because she was complaining about abdominal pain. He then performed a laparoscopy on her on the (B)(6) 2014, then discovered that the endo clips were still in the position where he place it but there was still duct leaking into her abdomen.